Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was displaying an error light. The customer also reported that at the same time the central nurse's station (cns) started showing comm loss for all connected transmitters. No patient harm or injury was reported. They sent the org in for a repair. Service requested / performed: evaluation / repair. Investigation summary: nihon kohden repair center (nk rc) was able to duplicate the issue of comm loss on the org and resolved the issue by reloading software versions 04-51. This was not a software upgrade as it is the same software version the customer was using before sending in the unit. The cause of the comm loss is determined to be related to the software on the org. It is likely that the software had become corrupted. As the cause of the software corruption is unknown, root cause cannot be determined. A review into comm loss due to org software corruption revealed no tendency for failure. This event is likely to be an isolated incident. The root cause is most likely related to power loss or ungraceful exit on the org as that is the most common cause for software corruption. As this is deemed to be an isolated event, a CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2, b6, b7, d4 lot # & expiration date, d6a & d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h7, and h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Telemetry transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. D8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the multiple patient receiver (org) was displaying an error light. The customer also reported that at the same time the central nurse's station (cns) started showing comm loss for all connected transmitters.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that at the same time their central nurse's station (cns) started showing communication loss for all related transmitters. No harm or injury was reported. They will be sending this org in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with this org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. A cns was used in conjunction with this org, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying an error light. The customer also reported that at the same time their central nurse's station (cns) started showing communication loss for all related transmitters.